Manufacturer narrative:
A partial lead measuring 36.0 cm was returned for analysis. Final analysis found insulation degradation from 12.9 cm to 13.0 cm from the connector pin breaching the outer insulation exposing the outer coil conductor.

Event description:
This report is to advise of an event observed during analysis.